Manufacturer narrative:
Additional information: d9, g3, h3, h6. During evaluation the device functioned however the inflow motor was observed to be noisy at 88db's and performs below specification at 1300mls per minute. Physical damage was found to the top cover, the bottom cover, both door covers, the lcd touch screen, the bezel, and both door levers. The display board functioned intermittently and requires replacement. See vendor evaluation.

Event description:
On 10/16/2025, a facility representative reported via (B)(4) that an ar-6480 dw arthroscopy pump's black handle flipped up during two cases. The rep supporting the case confirmed that the tubing was correctly set both times. It made a clicking noise but did not affect the outflow. No patient was harmed. Additional information was received on 10/23/2025 from the rep, who advised that arthrex tubing was used with the device. The pump settings were 2750 osc, 5000 fwd. The event occurred during two knee scopes. It didn¿t affect the performance, but the black handle on the outflow tubing kept popping up, creating a loud clicking noise. It was used to complete both procedures. Extravasation did not occur.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.